Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and moderate tortuosity via right radial access. A balance middleweight universal guide wire was used to access the lesion. Pre-dilatation was attempted with unspecified 2.5x15 mm and 1.25x15 mm compliant balloons; however, these devices could not cross the lesion so a 6fr non-abbott guide catheter extension was used. The lesion was then pre-dilated with a 2.0x15 mm compliant balloon and a 2.5x20 mm compliant balloon. The proximal portion of the vessel was stented with a 2.5x18 mm xience sierra stent. Post-dilatation was performed with a 2.0x15 mm non-compliant balloon and then the distal portion of the vessel was stented with a 2.0x18 mm xience sierra stent. The stents did not overlap and despite ongoing balloon dilatation, the 2.25x15 mm xience sierra stent advanced to treat the mid portion of the vessel could not cross to be implanted. There was a small dissection noted in the portion of the vessel between the two stents; however, there was timi iii flow in the distal vessel. The dissection was not treated. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - distal to stent. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.